Event description:
The account reported a negative suds hiv1 result on a pt. The pt came back to the account and was tested again (01/26/00) and was still negative. This sample was sent out for testing and western blot was reactive for all bands. No injury reported.